Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. No treatment was provided.

Manufacturer narrative:
The device was received with corrosion visible on the pcb assembly. Due to the extent of the corrosion, all attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if the pod successfully delivered insulin. During the investigation, a leak test was performed and a tear was observed in the unexposed portion of the soft cannula. This tear diverted fluid from the intended fluid path which would have resulted in insufficient drug delivery.